Event description:
Medtronic (covidien) received information regarding an incident involving one of its devices. During contrast injection in the treatment of an avm (arteriovenous malformation), the physician noticed that the carrier vessel showed contrast media. The catheter was removed and rinsed outside the patient. There was a leakage found in the connection area shaft/tip. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device has been received and the evaluation is in progress. A supplemental MDR will be submitted once the evaluation is completed. The lot hisory record of the reported lot number has been reviewed and no discrepancies were found that may have contributed to the reported experience.(B)(4)

Manufacturer narrative:
Additional information: the catheter was returned for evaluation with a 1ml syringe attached to the catheter hub. The shaping mandrel was found to be bent and inserted into the lumen at the distal end of the catheter. Upon examination, the catheter was found to be ruptured at approximately 137.5cm from the catheter hub within the distal co-extruded tubing. Based on the above findings the customer report has been confirmed. The appearance of the catheter rupture is consistent with over-pressurization. This is most likely to occur during injection of contrast when the distal portion of the catheter is kinked, prolapsed or occluded. The lot history records have been reviewed and no quality issues were noted. Note: the instruction for use (IFU) includes warnings/information regarding catheter over-pressurization. A warning in the IFU states: &quot;infusion pressure with this device should not exceed 690 kpa (100 psi). Pressure in excess of 690 kpa (100 psi) may result in catheter rupture, possibly resulting in patient injury and also provides a warning that the catheter integrity should be verified angiographically by confirming that contrast exits only at the catheter tip.(B)(4).